Event description:
An acutrak 2 sets was delivered to the or for a surgery with no sterlization indicator strips. The set had to be sent back to processing for sterilization with indicator strips; 1 hour delay in surgery.